Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not turn on. During troubleshooting, the fse found that incoming and outgoing power and pdu mains input, with 3-phase ups. Fse ordered the part and replaced it. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. Philips has started an investigation of this complaint.